Event description:
It was reported by service report that the head of the bed goes down after raising it. It was reported that the customer does not know if there was any pt involvement or if there were any adverse consequences related to the alleged issue.

Manufacturer narrative:
Result: adhesive causing the button to stick.